Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted through an abdominal aortic endoprosthesis and an angulated aorta. After the first release, the implant position was not acceptable and the valve was recaptured in the ascending aorta. At the end of the recapture, there was a small gap between the capsule and nose cone. The valve crossed the native and was released at a good implant depth. Final aortography noted an aortic dissection along the aortic arch reportedly caused by the dcs. The patient subsequently expired due to the aortic dissection.